Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, there was a break-through of the toga, presenting the potential for patient/user contamination. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.